Event description:
Additional information received stated that the patient never left the hospital post procedure; back on ECMO/unstable resulting in death.

Manufacturer narrative:
The following sections were updated/corrected/added: b2, b4, b5, g3, g6, h1, h2, h6 and h11.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with objective evidence. No manufacturing non-conformities were identified from the imaging evaluation. Based on the DHR review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Since no edwards defect was identified, corrective or preventative actions are not required. Available information suggests that pre-existing mild effusion and the interaction with the guidewire on the heavily trabeculated right ventricle may have contributed to the reported event.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where immediately upon valve deployment, the patient's pressure dropped, they were put on ECMO, and taken to surgery. Prior to final release of the valve, it was noted that the mild pericardial effusion the patient had when the case started was now a severe pericardial effusion with the start of tamponade. The valve was deployed, patient had a pericardial tap, their pressure started to rapidly decrease and the global function of the heart stopped. The patient had to have continuous drainage of the effusion while receiving epinephrine to keep the blood pressure up. CT surgery was called, patient was put on ECMO to be made stable for surgery. Physician informed us that it was about a 1 cm laceration in the antero-superior leaflet (a/l) of the right ventricle (rv) that was being sutured and that the perforation was caused by the wire. On post-operative day (pod) 4, the patient was reported to be stable and off ECMO.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.